Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.11. Additional narrative: the complaint device was not returned to depuy synthes. Therefore, unavailable for a physical evaluation. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Case 1 of 3. Adhesive capsulitis; tx shoulder scope - capsulotomy. Pat. ID: (B)(6), 57 y.o. Female. Surg. Int., soft tissue injury. Pec: ae/npp. Adhesive capsulitis; tx shoulder scope - capsulotomy. On (B)(6) 2024: date of occurrence. Date of treatment: on (B)(6) 2024. Date fix occured: on (B)(6) 2024. 57 yr old female underwent cuff repair, presented with adhesive capsulitis. Underwent tx shoulder scope - capsulotomy (nothing removed) implant used was healix adv peek dynacord and healix adv knotless peek.